Manufacturer narrative:
Gtin is unavailable as the product was made prior to compliance date; (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy repair surgical procedure on a canine, it was observed that the oscillating saw attachment device was not working. As a result, there was an unspecified delay to the surgical procedure since the canine had to be awakened from anesthesia as a spare device was unavailable and the surgery could not be completed. The revision surgery was completed without complications two days after this event. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was found to be completely frozen and did not function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance procedures not followed per the directions for use, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.